Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was in the hospital for diabetes. It was reported it started into diabetic ketoacidosis. It was reported the customer was on an insulin drip, then manual injections and the pump was turned off. The customer was unable to upload at the time and declined troubleshooting for high blood glucose. No further details regarding the hospitalization reported. The insulin pump will not be returned for analysis.